Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device stopped supplying power. The customer returned an electric dermatome power supply, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2012 where it was reported that the device was in for calibration and the device was evaluated with no components replaced. This is not a related issue. Product review of the electric dermatome power supply on (B)(6) 2018 revealed that the bottom case and top lid were damaged and the power entry module was broken. The on/off switch was also damaged. The device was to be completely rebuilt except for the foot pads and handle. Repair of the electric dermatome power supply was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the enclosures, power supply, power entry module, switch, power cord, wiring harness, and damaged hardware. Electric dermatome power supply, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the power entry module was broken. The cause of the device not supplying power was due to the damaged power entry module. The root cause of the device not supplying power could not be determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device stopped supplying power. The event occurred during surgery and there was no delay reported. Follow up indicated that the device would turn on then turn off but they were able to use it to complete the procedure and they were also able to use the graft that was initially taken. No adverse events were reported as a result of this malfunction.